Manufacturer narrative:
Additional information received by smiths medical on 22-sep-2020 via email that the event occurred while testing, no patient was involved. Device evaluation: one cadd legacy pump was returned for analysis. Visual inspection performed, and product found to good condition with scratched screen. Event history log review was performed and found no evidence of reported problem. According to the investigation, the device was started in application, and no problems found with beeping. However, the pump downstream sensor will be replaced as a preventive measure. The problem source of the reported problem is unknown.

Event description:
Information was received that this smiths medical cadd legacy 1 pump exhibited double beep with cassette. No reported adverse effects.